Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the reported event remotely with the customer. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 15, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a system had trouble getting material to the tip of the phacoemulsification handpiece during a cataract procedure. The surgery was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system had trouble getting material to the tip of the phacoemulsification handpiece and poor phacoemulsification during a cataract procedure. The surgery was completed. There was no patient harm.